Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis and new york heart association (nyha) functional classification ii underwent an implant procedure with the evolut pro+ 34 millimeter valve. The patient had comorbidities including dyslipidemia and hypertension, was receiving ongoing pharmacological therapies such as asa and ace inhibitors, and electrocardiogram revealed right bundle branch block and left anterior fascicular block. During the course of care, the patient was identified as pacemaker dependent and a pacemaker was implanted on (B)(6) 2025. Additional electrocardiogram testing post-procedure showed first-degree atrioventricular block. The patient experienced stable angina. No late postprocedural complications occurred and the patient was discharged two days later.